Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged latch roller. No additional information is available.

Manufacturer narrative:
(B)(4). On-site service summary: during evaluation a downstream occlusion alarm was identified. The alarm was caused by the broken door latch. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected, functionally tested and an event log review was performed. During visual inspection a damaged latch roller was identified; the cause was undetermined. To correct the condition, the latch roller was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.